Manufacturer narrative:
Additional information was received that there was no issue with the device. The ipg was replaced per physicians preference.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.